Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was to get physician listings sent for removal of the ins. Pt rep (pt's daughter) reported that the current ins is not functioning, and the pt has therefore not used the therapy in a couple of years. Pt rep also reported that the pt was complaining of irritation and pain at the implant site. Asked for an event date, but the pt rep was not clear on a date or timeframe. Pt rep only stated that the pt's husband passed away in 2019, and "after two years"¿the ins wasn't working or helping with the pt's pain.¿the patient was redirected to their healthcare provider (hcp) to further address the issue. Sent physician listings. Asked for the managing hcp. Pt rep stated that they haven't seen hcp in years. Pt rep noted that they discussed with hcp previously on if the ins being removed was possible, but leaving the wires implanted. Pt rep stated the hcp told them yes, it was possible, but stated that the pt never followed up with hcp. Pt rep re-repeated that the pt isn't using the ins, the ins is not active, and that they previously contacted the manufacturer about returning the external equipment.¿ 2021-06-28 (B)(4) (con) additional information received. Patient reported plan is to meet with hcp and have battery removed.